Manufacturer narrative:
Myocardial bleeding or damage during removal of the pacing wire is a known and labeled possible side effect of this product. The method of attachment to the heart is independent of the pacing wire and is solely the responsibility of the user. Tissue was removed from the heart as a result of the pacing wire being physically connected to a 3rd party suture embedded I the heart by the installer.

Event description:
"Patient wire pulled and noted to have tissue on end. Wire noted to kink or knot. Patient started bleeding and was taken back to surgery." (B)(4).